Event description:
The customer stated that she has been experiencing unexplained high blood glucose levels recently and her blood glucose reading was 400 mg/dl during the phone call. The customer also stated that she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer mentioned that she has lost weight and has been experiencing bent cannulas. No bent cannula was reported for the hospitalization. The customer did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.